Manufacturer narrative:
The device was not returned for evaluation. A potential root cause could be due to "high modulus latex." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst."

Event description:
It was reported that the catheter fell out of the patient with a large slit found on the balloon. Additional information: 21oct2019 - customer updated: this item was used on a patient. The patient returned stating the catheter fell out, and the balloon was no longer deflated. I noticed upon closer inspection a cut in the balloon. There was no patient injury, and the patient was re-catheterized with no issues. There was no life threatening state, no permanent impairment and the only intervention was to place a new catheter.